Event description:
Related manufacturer report number for the system controller: 2916596-2023-04923.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported subacute infarction cannot be conclusively determined through this evaluation. The submitted log file contained events and data captures spanning from (B)(6)2023 to (B)(6) 2023. A pump stop event with associated low speed and low flow alarms was captured on (B)(6) 2023 while the system was supported by the power module with a grounded patient cable. According to the account, the patient should have been on an ungrounded patient cable due to their history of driveline issues. No other notable events or alarms were captured and the pump appeared to function as intended at the set speed throughout the rest of the file. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Per hospital policy, no further information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines potential adverse events, including bleeding and stroke, that may be associated with the use of the heartmate ii lvas. The IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii llvas patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight has been requested but not yet provided. Related manufacturer report number covering the history of driveline fracture: 2916596-2022-01382. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with acute worsening confusion from baseline and new subacute infarct. The patient had 2 pump stop alarms while connected to the power module on a grounded cable. It was noted that the patient had a history of driveline fracture and should have been on a non-grounded cable. It was additionally reported that the system controller had a yellow wrench controller fault alarm. The controller was exchanged. Log files were sent for review and confirmed the pump stop on (B)(6) 2023. Additionally, low voltage and no external power events due to simultaneously disconnecting both power leads were captured. No further alarms occurred during the patent's admission.